Event description:
Procedure: lap colon. During surgery after the coagulation complete alert sounded the device was removed but it did not seal properly. Little bleeding occurred and the tissue was reinforced with another device.